Event description:
It was reported that after a da vinci-assisted surgical procedure, the wire of the tenaculum forceps instrument was broken. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken pitch cable at the distal end. The complaint was confirmed by failure analysis.